Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2018-02561 jetstream (B)(6) study: it was reported that the patient experienced pain in the right lower limb. The 100% stenosed, 5.0mmx90mm, tasc ii b target classified lesion was located in the right distal superficial femoral artery including ppa. The lesion was treated with a 2.4 mm jetstream xc atherectomy catheter. A distal embolization of the target limb was detected through angiography in the arterial peroneal. "Interlayer" was noted and pain was experienced in the right lower limb. Post treatment, percutaneous transluminal balloon angioplasty (pta) was not performed and final stenosis was not measured. The subject was discharged with aspirin and clopidogrel.

Event description:
Jetstream china study. It was reported that an embolism occurred. The 100% stenosed, 5.0mmx90mm, tasc ii b target classified lesion was located in the right distal superficial femoral artery including ppa. The lesion was treated with a 2.4 mm jetstream xc atherectomy catheter. A distal embolization of the target limb was detected through angiography in the arterial peroneal. "Interlayer" was noted and pain was experienced in the right lower limb. Post treatment, percutaneous transluminal balloon angioplasty (pta) was not performed and final stenosis was not measured. The subject was discharged with aspirin and clopidogrel. It was further reported that on (B)(6) 2018, the subject was discharged with aspirin and clopidogrel. On (B)(6) 2018, during the index procedure, post jetstream catheter, angiography revealed embolization of the distal fibular artery. The event was treated with balloon dilatation and attract embolism. On (B)(6) 2016, the event was considered to be recovered/resolved and the subject was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the distal embolization of the target limb was related to the console and the pain in the right lower limb is no longer related to the console. It was also reported that during the index procedure, a dissection was noted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the distal embolization of target limb is no longer related to the jetstream console and the pain in the right lower limb is no longer related to the jetstream xc atherectomy catheter. It was further confirmed that no dissection occurred.